Event description:
Home patient (hp) reports receiving a "check lines and bags alarm" followed by a "reload the set alarm" during priming of the homechoice set. The hp was unable to clear the reported alarms and replaced the homechoice set. Reportedly, the hp respiked the previously used solution bags. No patient injury or medical intervention reported per hp.